Event description:
Surgeon inserted cryosurgery probes and was unable to visualize prostate with ultrasound. Change ultrasound equipment and still unable to visualize. Pt's o2 sat dropped, bp dropped and complete heart block. Surgery was cancelled and pt was taken to ICU. Chest x-ray showed gas within retroperitoneum, pelvis and soft tissues.